Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were having difficulty recharging their device. The stated they used to have no issues with getting good coupling, but lately they have not been getting any coupling bars at all. The patient noted that sometimes they would get a couple of boxes, but then their recharger would go back down to 0 coupling bars, and then shut-off. The patient also stated they would occasionally see the 376 error code, but was able to bypass it by starting a new charging session. They additionally reported that sometimes it feels like their stimulation will shut itself off as well. Information was reviewed regarding the 376 antenna temp failure error code. The patient confirmed they do not usually charge with a blanket. A replacement antenna was to be sent to the patient. The patient was to follow up with their healthcare provider is the issues persisted after they received a replacement antenna. The patient was implanted for spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they had notified their physician about their issues. There were no circumstances that led to their difficulty obtaining good coupling during recharger, and their stimulation shutting off by itself. The patient stated that these issues have been resolved after contacting the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.